Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material adhered on the objective lens and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. No physical damage was found where the foreign material remained. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not specify the cause. Related to foreign material in the nozzle and lens, it was detected silicic acid and organic silicone components. It was thought that the silicic acid may have come from chemicals or tap water, and the organic silicone may have come from chemicals such as antifoaming agents, but this could not be identified. The probable of the foreign material in the nozzle is that residues of chemicals that could not be completely removed by reprocessing, or water remaining in the channel/water droplets near the nozzle outlet that were not wiped dry inside the nozzle and accumulated as residual water marks. Related to the probable cause of the foreign material adhered to the objective lens, it was speculated to be the accumulation of residual water marks caused by chemical residues that could not be completely removed by reprocessing, or water remaining in the channel/water droplets near the nozzle outlet that had not been wiped dry on the surface of the objective lens. Olympus will continue to monitor field performance for this device.